Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the fluid path found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. No damages, tears, or leaks, were observed in the fluid path that would result in fluid leaking from the pod. It could not be determined when or how the soft cannula became kinked. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 372 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. As treatment, a new pod was placed and changed the basal rate for a short time.